Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was charging the ins battery last night and saw the "thermometer" message on the recharger (insr) screen. The patient stated they had been charging the ins battery for 1-2 hours at that time. The patient said it took a while for them to charge and stated the insr antenna pad that goes against the skin gets pretty hot since last night. The patient described the hot sensation and confirmed it left a red mark on their skin but the red mark was gone today. A replacement insr antenna was sent to the patient.